Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the cause of the high impedances was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll ((B)(4)) found the implantable neurostimulator (ins) passed functional testing, but it was noticed that the set-screw was backed out too far. As a result of the reported event, an impedance test was performed and good impedances were observed. A lab functional test was also performed and good stable output on the electrode pairs the ins had was observed as well. There were no issues when pressing on the ins can and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that the rep was in the operating room (or) implanting a stage 2. The patient had a motor response during stage 1, but was under anesthesia at the time of the report and they were getting electrode impedance testing done. At 2 volts (v) and 360 pulse width (pw), c0, 01, 02, and 03 were showing greater than 4,000 ohms. The physician decided to switch the implantable pulse generator (ipg) out with a new ipg, where all impedances were normal. There were no symptoms or further complications reported or anticipated.